Event description:
The manufacturer received information alleging a trilogy evo o2 international device displays a constant alarm message "ventilator assistance needed". There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo o2 international device by the field service engineer (fse) maintenance tests were performed using trilogy software, and system configuration testing resulted in a valve failure. The device's three-way solenoid valve and aecm (automatic emission control module) were replaced to address the test failure. Additionally, the unit also failed the fio2 test, so the three-way fio2 valve also needs to be replaced. The device's dc cable was replaced. The client's own configuration is maintained. The other maintenance tests were carried out and the unit worked perfectly. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown.